Manufacturer narrative:
H.6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that bd autoshield¿ duo safety pen needle was not working properly. It was leaking insulin and during priming there was not insulin flow. This was discovered during use. The following information was provided by the initial reporter: material no. (B)(6) batch no. 9323630. It was reported that insulin is leaking onto site during injection. During priming she does not see insulin stream out. Also reported that her numbers have been affected and her fasting number this morning was 323. She is concerned that she is not getting her medication. This pr records issue of hyperglycemia for occurrence date of (B)(6)2020. Reached out to consumer to follow up on high glucose level and to see if she was able to get the 32g pen needles. Consumer reported a second complaint which is documented under new file consumer reported, when she's taking her injection, insulin is leaking onto the site. Stated, when she primes, she does not see insulin stream out. Stated, when she takes her injection, she holds the pen in place for a few seconds, not 10 seconds. Stated, her numbers have been affected. Stated, her fasting number this morning was 323. Stated, she hasn't been using this product for long but another bd pen needle that worked better. Stated, she has reached out to her doctor to change her back to the 32g pen needles by bd. Consumer purchased 3 boxes and has only used one. She is concerned about not getting her medicine therefore, does not want to continue using autoduo. Wants to send boxes back to bd.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd autoshield¿ duo safety pen needle was not working properly. It was leaking insulin and during priming there was not insulin flow. This was discovered during use. The following information was provided by the initial reporter: material no. 329515, batch no. 9323630. It was reported that insulin is leaking onto site during injection. During priming she does not see insulin stream out. Also reported that her numbers have been affected and her fasting number this morning was 323. She is concerned that she is not getting her medication. This pr records issue of hyperglycemia for occurrence date of (B)(6) 2020. Reached out to consumer to follow up on high glucose level and to see if she was able to get the 32 g pen needles. Consumer reported a second complaint which is documented under new file consumer reported, when she's taking her injection, insulin is leaking onto the site. Stated, when she primes, she does not see insulin stream out. Stated, when she takes her injection, she holds the pen in place for a few seconds, not 10 seconds. Stated, her numbers have been affected. Stated, her fasting number this morning was 323. Stated, she hasn't been using this product for long but another bd pen needle that worked better. Stated, she has reached out to her doctor to change her back to the 32 g pen needles by bd. Consumer purchased 3 boxes and has only used one. She is concerned about not getting her medicine therefore, does not want to continue using autoduo. Wants to send boxes back to bd.